Event description:
Meter did not power on for the past two weeks. The patient took insulin and then contacted emergency services. Emergency services arrived and tested the patient, however the patient does not recall the reading and was advised bythe paramedic's to take 10u of insulin. The battery was replaced less than a year ago and the meter would not power on. Customer service sent the patient a replacement meter. At this time there is no evidence of a serious injury, since there is no information on the patient's blood glucose readings.